Manufacturer narrative:
H10: g4, h2, h3, h6. The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A visual inspection revealed the device was returned outside of original packaging. The device has the anchor attached to the distal tip of the device. The anchors starting thread appears to be flattened which indicates the device was inserted into a hole that is too small for the implant and forced. Once the anchor was released it was revealed the distal tip of the device was bent also indicating force. A functional evaluation revealed the device released the anchor without issue. A review of the drawing found the device is visually inspected with unaided eye, parts must not have dust, lubricants, other foreign matter, contaminates and embedded particulate. Based on the condition of the product material found during visual inspection no fracture of the implant could be confirmed. Additional material testing is not required. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during arthroscopy procedure, inside the patient, the tip of the implant was broken after inserting the anchor. The procedure finished with the same device. Surgical delay less than or equal to 30mins. Patient injuries were not reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.